Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Explain the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
After the pump history download was completed, the pump had a flashing white display. No critical pump error (open book image) alarm noted. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to flashing white display. [Per freger, mark ¿ r&d engineer the open-book was generated due to 3 sequential pump error 63 (filenum/linenum=2017/147). Pump error 63 was triggered in file h_drvpiezo.c (fln_drv_piezo_c_p = 2017 main_file_names.h) in line 147 (system_hw_error_check) in function void h_drvpiezo_setvolume (). Suspecting hw error problem with twi interface or with ad5161 chip. No evidence of pump error 35 was found in pump history and traces.] The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. The pump was received without a battery. The pump was received without the battery cap. Perform the history review 1 week prior to the event date 28-jul-2025 in the pump history file and found 1 lowbatteryalert (104) on (B)(6) 2025 19:07:00.000 and 1 pump error 63 alarm (linenumber: 147, filenumber: 2017) on (B)(6) 2025. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. [Per freger, mark ¿ r&d engineer pump error 63 (filenum/linenum=2017/147). Pump error 63 was triggered in file h_drvpiezo.c (fln_drv_piezo_c_p = 2017 main_file_names.h) in line 147 (system_hw_error_check) in function void h_drvpiezo_setvolume (). Suspecting hw error problem with twi interface or with ad5161 chip.] (Variableinfo: 15) pump was cut open to perform visual inspection and found moisture damage and corrosion on the pcba1, moisture damage on the pcba2, corroded motor switch and corroded keypad flex traces. No damage noted on the force sensor. Unable to perform the required tests due to flashing white display. Alarm-aa99-critical pump error confirmed due to 3 sequential pump error 63. Alarm-aa99-critical pump error and alarm-a357-pump error 63 confirmed due to moisture damage and corrosion on the electronic assembly. Alarm-a338-pump error 35 not confirmed. Display anomaly-flashing white display confirmed due to moisture damage and corrosion on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.